Event description:
(B) (4)same case as MFR report #: 2134265-2020-01783.it was reported that during a percutaneous carotid artery stenting treatment procedure, the patient experienced hypotension.the index procedure treated the 80% stenosed, 5x25mm target lesion located in the ostium of the right internal carotid artery. Treatment utilized a bsc filterwire ez and placed a 8x21mm carotid wallstent. Following post dilation with an unspecified device the residual stenosis was 0%. During the procedure, the patient experienced hypotension. The patient was treated with medication and the event resolved without residual effects the next day and the patient was discharged. Per the physician, the event was listed as "possibly related" to the study devices.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4)